Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer inspect the system onsite and confirm that the generator was busy and no x-ray was available and it was showing low load. Review of the system log file does not show any errors related to the reported issue. Upon troubleshooting, intermitted part failure in the power inverter evr was observed and tube adaptation performed by fse. The defective power inverter evr were returned for analysis and no failure was observed. However, the replacement of the ips (internal power supply) certeray r5, power inverter evr and pdu control module by the field service engineer during the reoccurrence case has resolved the reported issue. After the replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m12 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m12 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error indicating the generator was busy and no x-ray was available. No harm has been reported to philips. Philips has started an investigation of this complaint.